Event description:
It was reported that after the diagnostic endoscopic retrograde cholangiopancreatography, the physician noticed that the tip got disconnected in the patient's stomach. The distal tip was retrieved using a different scope. There are no reports of further patient harm.